Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during the initial drain cycle of automated peritoneal dialysis (apd) therapy. Reportedly, hp left the unused supply line unclamped and attempted to perform therapy. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.